Event description:
The caller reported that the introducer needle of the infusion set detached and remained in the customer's leg. The customer inserted the infusion set using the accu-chek link assist device and the cannula was successfully inserted. However, when the customer went to remove the blue top of the guide needle, the actual needle point broke off from the blue top and remained in the customer's leg. The customer was able to successfully remove the needle using tweezers. No medical treatment was required.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is no longer available to be returned.